Event description:
It was reported that; this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Troubleshooting was performed in the clinic and the device was successfully reprogrammed. No adverse patient effects were reported.